Event description:
This is being filed to report clip opening during establishing final arm angle. It was reported that this was a re-do mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The same transseptal access site from the first procedure was used and the steerable guide catheter was inserted. The mitraclip clip delivery system (cds) was advanced, there was difficulty positioning the clip over the valve; therefore, the a-knob was used to gain more height and the clip was positioned above the valve and the clip was placed. However, upon testing the lock, the clip opened. Establishing final arm angle (efaa) failed three times. After troubleshooting was unsuccessful, the cds was removed, and a new clip was implanted without further issues. Mr was reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and a cause for the reported clip opening while establishing final arm angle (efaa) and difficult or delayed positioning associated with positioning the clip over the valve could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.